Event description:
(B)(6) 2021: the stent was placed from the stomach to second part of duodenum for the pyloric stenosis. There was no problem with the stent placement. (B)(6) 2021: during a follow-up examination for the patient, the stent was found being fractured in the scope image. The fractured stent (stomach side) was removed. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that around 10 weeks after stent placement, the stent was found fractured and the fractured part of the stent was removed. As a result of analysis of returned device, the fractured part of the stent of about 3cm was returned. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the description "the stent was found being fractured in the scope image", it is assumed that the stent was fractured due the patient lesion's pressure, peristalses, foreign substances and other elements complexly. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that around 10 weeks after stent placement, the stent was found fractured and the fractured stent (stomach side) was removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
(B)(6) 2021: the stent was placed from the stomach to second part of duodenum for the pyloric stenosis. There was no problem with the stent placement. (B)(6) 2021: during a follow-up examination for the patient, the stent was found being fractured in the scope image. The fractured stent (stomach side) was removed. There were no patient complications as a result of this event.